Event description:
It was reported that the patient was implanted with an activa rc on (B)(6) 2011 and everything was ok. The patient came to a consultation in (B)(6) 2011 / (B)(6) 2011 because she didn't feel well. The stimulator and impedances were ok, but the doctor saw an edema around the two electrodes and had a suspicion of infection. The doctor stopped stimulation, but could not confirm an infection. The doctor started a treatment with medrol and the patient seemed to improve, but the activa rc was not restarted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).